Event description:
As reported by the user facility: alarm events air in line - not visible and unresolved. Impact to patient: delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids, vital signs compromised. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid norepinephrine. IV rate 0.3mcg/kg/min.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. Since a lot number was not provided, it is not possible to determine if this device met the specifications applied at the time it was manufactured. If the device was manufactured after the actions implemented under the CAPA, then the device is within specification. However, if the device was manufactured before the implementation of the actions taken within the CAPA, there is a potential the device is not within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.